Manufacturer narrative:
Evaluated two opened/used sensors and performed visual inspection and found both sensors insertion needles bent inside sensor base. We were unable to confirm if customer received sensors in said condition due to customer returning opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of issues with their serter and sensor. Troubleshooting was conducted for proper insertion methods. The patients' blood glucose level was 36mg/dl. Customer was assisted with proper insertion methods, but requested replacement sensors and serter. No insulin pump is being returned.